Event description:
Repeatable false positive total beta-hcg results of 20 and 28 miu/ml were obtained with serum sample from a pt undergoing fertility treatment. The serum sample was negative with two alternate methods. There was no report of pt harm as a result of this event.